Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation during a follow-up in clinic, the atrial lead trends were invalid, the episodes were cleared and the sensor diagnostics were frozen. Technical support recommended clearing the diagnostics to resolve the event. The patient was stable with no consequences.